Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the reported symptom, constant air in line alarm, which was reproduced during evaluation while running a loaded set. This was caused by a failed upstream sensor. The upstream sensor was replaced.

Event description:
During baxter's functionality testing of a spectrum pump, it displayed the air in line message. There was no patient involvement.